Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen back button was not working after several attempts. Before tandem technical support began troubleshooting, the contact reported that the touchscreen button began working and declined further assistance. The pump was being used for demonstration purposes.